Event description:
Advanced bionics was informed on nov 28, 2007 about complications that took place at the implant surgery in 2003. It was reported that while performing an incision and drilling the cortical mastoidectomy, the sigmoid sinus was affected and caused heavy bleeding. It was reported that the bleeding was stopped by using a large caliber suction and packing roller gauze strip into the sigmoid sinus. It was reported that tissue glue and muscle was used to manage a gusher. The patient developed generalized convulsions within 24 hours after the surgery. The patient was in a semi conscious state and was transferred to the intensive care unit (ICU). Consequently, the patient was put on a ventilator for more than a week. A lumboperitoneal shunt was placed to reduce the csf pressure. After the treatment in the ICU, the patient's family decided to terminate the treatment against medical advice. It was reported that the patient continuous to experience facial nerve stimulation (fns) and poor sound quality starting from the first fitting. Multiple programming sessions were attempted, but the problems were not resolved. It was reported that in the following year, the patient developed hydrocephalus and possible meningitis symptoms. No other information is available at this time. The company is currently in the process of collecting additional information. Upon obtaining new information a follow up report will be sent.